Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-13733 and 3005099803-2013-13734 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2013. According to the complainant, during unpacking, it was noted that the hydrophilic tip of the guidewire was partially detached. The physician opened a second jagwire guidewire. However, the hydrophilic tip of the second guidewire was partially detached. It was reported that the metal tip of the guidewire was exposed for both devices. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report # 3005099803-2013-13733 and 3005099803-2013-13734 for the other associated device information. It was reported to boston scientific corporation that a jagwire guidewire was used during an endoscopic retrograde cholangiopancreatography procedure (ercp) performed on (B)(6) 2013. According to the complainant, during unpacking, it was noted that the hydrophilic tip of the guidewire was partially detached. The physician opened a second jagwire guidewire. However, the hydrophilic tip of the second guidewire was partially detached. It was reported that the metal tip of the guidewire was exposed for both devices. The procedure was completed with a third jagwire guidewire. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual analysis of the device revealed that the pebax partially detached exposing the corewire tip approximately 2.6 cm. Presence of adhesive remnants was found indicating that the pebax was properly attached to the corewire. There was no evidence of corewire fracture and the ptfe jacket did not present any anomaly. All the outer diameter measurements are within the specifications. The returned unit was consistent with the complaint that the distal tip detached exposing the corewire tip. It is possible that unstated procedure and possibly clinical factors may have contributed to the device damage, including but not limited to interaction with other devices, handling of the device and condition of the treated lesion. Therefore, ¿operational context¿ is the most probable root cause for this incident. A DHR (device history record) review was performed and no deviation was found. No other complaints have been reported for lot number 15796081.

Manufacturer narrative:
(B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.